Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: the patient who is under invasive mechanical ventilation, balloon not inflated, oro-intubated with a number 5.0 orotracheal cannula with a balloon fixed 12 cm from the dental arch at 6:30 a.m. On 10-17-22 an event of incidental extubation occurs, he is reintubated on the first attempt with cannula from number 5.0.

Manufacturer narrative:
(B)(4). There was no sample returned for investigation therefore complaint could not be confirmed as reported. Since there is no sample returned, previous similar complaint for this product code was reviewed. Visual inspection was conducted on actual sample returned for the similar complaint. It can be observed that the end tube was cut. From the photograph provided, it can be seen that the connector insertion depth of the actual sample is 8mm, which meet the criteria of the connector need to be partially inserted to the tube. The connector assembly features of the endotracheal tube were designed in such a way that the connector can be removed and connected back to the tube when the tube is required to be cut to length. There is precaution stated in the IFU that the 15mm connector should be firmly seated in the tracheal tube to prevent disconnected during use. In conclusion, there was no sample returned for investigation therefore complaint could not be confirmed as reported. The connector assembly features of endotracheal tube were designed in such a way that the connector can be removed and connected back to the tube when the tube is required to be cut to length. Plus, there is precaution stated in the IFU that the 15mm connector should be firmly seated in the tracheal tube to prevent disconnected during use.

Event description:
Reported event: the patient who is under invasive mechanical ventilation, balloon not inflated, oro-intubated with a number 5.0 orot racheal cannula with a balloon fixed 12 cm from the dental arch at 6:30 a.m. On (B)(6) 2022 an event of incidental extubation occurs, he is reintubated on the first attempt with cannula from number 5.0.